Event description:
It was reported by repair work order that the bed had no power due to a malfunctioned cpu board and power supply board.

Event description:
It was reported by repair work order that the bed had no power due to a malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined loss of power to the bed was also due to a malfunctioned power supply board.